Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens implanted. (B)(4).

Event description:
The patient reported the surgeon implanted an micl implantable collamer lens in her right eye (od) one year ago. The patient reported because of her extra large pupils, which expand outside of the usable lens area in the dark, she is experiencing glares and halos. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Method: medical review. Results: per medical review - the patient reported that she was experiencing subjective visual disturbances (halos, glare) in the dark following micl implantation one year ago. The patient attributed the reported event to the extra-large pupils. She is happy with her visual acuity during the day. The lens remains implanted. The reassessment will be performed when (if) additional information is received from the implanting surgeon. It should be noted that subjective visual disturbances ("glare/halos") have been identified as potential complications after icl implantation. The optical diameter of the icl ranges from 4.9 mm to 5.8 mm and the precautions section of the dfu instructs physicians that "prior to surgery, the surgeon must provide prospective patients with a copy of the patient information booklet for this product and inform these patients of the possible benefits and complications associated with the use of this device". It further precautions that "the effect of pupil size on visual symptoms is not known". The dfu indicates the "smaller the optic diameter, the greater the incidence of subjective patient symptoms". Conclusions: based on the complaint history and the medical review, a specific root cause of the event could not be determined. (B)(4).